Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
It was noticed that the stapler fired several staples at the same time. The patient condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears typical. The staples appear aligned properly. The stapler was returned with 30 staples left in the cartridge indicating that 5 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. One staple properly formed in the stapler. However, it did not release from the stapler. The trigger was engaged again and another staple formed in the stapler, but neither staple released. The trigger was engaged a third time and a third staple did not form correctly. However, all three staples released from the stapler after the third staple was fired. At this time, the staples became misaligned in the stapler. The trigger was engaged multiple times, but no more staples fired. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been other remarks: assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. One correctly formed staple was formed, but did not release. The staple was manually removed. Two more attempts were made and the staple would not be released in either attempt. The stapler was disassembled and the original anvil was returned to the lab inventory stapler. Upon reassembly, the trigger was engaged and one staple correctly formed and released. The anvil is defective. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Nonconformance, (B)(4), has been previously opened and is currently in progress to further investigate the complaint issue as the anvil did not release the staples once the trigger was engaged. The anvil was placed in a functioning lab inventory stapler and would not release the staples. The anvil in the returned stapler is defective. The reported complaint of "multiple staples fired" was not confirmed based upon the sample received. The first staple was not able to release from the stapler and, therefore, the second staple was loaded in with it upon re-engagement of the trigger. Once again, the staples did not release. After engaging the trigger for a third time, a third staple was unable to properly load into the stapler. However, all three staples were released at this time. Although all three staples were released at once, there was only one staple that was being loaded (or fired) into the stapler upon each engagement of the trigger. After the third staple was fired, the staples became misaligned which is preventing the staples from moving down the track into the forming tool. Although the reported complaint could not be confirmed, the returned sample failed to work properly as it would not release the staples. The anvil from the returned sample was put into a functioning lab inventory staple. Upon engaging the trigger, the staple formed but would not release. The anvil is defective. The stapler was returned with 30 staples left in the cartridge indicating that the stapler was fired 5 times by the end user. The trigger was received partially engaged. No errors could be found in the assembly. The anvil is a purchased part. Therefore , the potential cause of this complaint issue is supplier related. Nonconformance, (B)(4), has been previously opened and is currently in progress to further investigate the defective anvil part.

Event description:
It was noticed that the stapler fired several staples at the same time. The patient condition was reported as fine.